Manufacturer narrative:
H6: investigation summary two photos of a safety pen needle and carton were returned from lot. No. 9344186, cat. No. 329505. Visual examination of the returned photos was carried out and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the returned photos and the fact no physical sample was returned no further investigation can be carried out. H3 other text : see h10.

Event description:
It was reported that pen needle autoshield duo 30gx5mm could not remove needle from the pen. The following information was provided by the initial reporter: on (B)(6)2021, the nurse used the injection with a safe needle. When the needle was removed at the end of the operation, it was found that only the protective shield could be removed and the needle remained on the insulin pen. The needle could only be removed by hemostatic forceps later.ER.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen needle autoshield duo 30gx5mm could not remove needle from the pen. The following information was provided by the initial reporter: on (B)(6) 2021, the nurse used the injection with a safe needle. When the needle was removed at the end of the operation, it was found that only the protective shield could be removed and the needle remained on the insulin pen. The needle could only be removed by hemostatic forceps later.